Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 12/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "¿our mononylon sutures are more fragile and breaking more easily than before..." ¿ did the event occur during one or multiple procedures? *if the event occurred in multiple procedures, - please confirm the number of patients affected by the alleged deficiency. - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - please create a new pc file for each patient/event. - how many devices demonstrated the reported alleged deficiency on each procedure? - when did the suture break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - how many devices demonstrated the alleged deficiency on each procedure? - please provide the product code and lot number. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported during a skin closure course on an unknown date and suture was used. During the optimal skin closure course - 2nd edition held at the jnj institute that it has felt that our mononylon threads are more fragile bursting more easily than before. I was continuing and getting more details, with the hcp an ez that had not been previously reported to any representative. Additional information was requested.